Event description:
Procedure type: gastrectomy. According to the reporter: there are two complaints related to this article: (B)(4). In the article "oncologic specimen from laparoscopic assisted gastrectomy for gastric adenocarcinoma is comparable to d1-open surgery: the experience of a canadian centre" in the canadian journal of surgery, v.56, no.4, august 2013, jean-pierre gagne et al looked at laparoscopic assisted gastrectomy versus open gastrectomy for gastric adenocarcinoma. The gastric resections were performed from january 2000 to november 2010. At 60 cases were included in this analysis. A 3.5mm endo gia stapler was used in multiple firings on the proximal stomach. Also, a ligasure was used to divide the gastric vessels and toward the pylorus to include infrapyloric lymph nodes and dive the right gastroepiploic artery and vein at the level of the pancreatic border. Also, a ceea was used for the esophagojejunal anastomosis. One pt experienced a leak at the duodenal stump at 6 weeks after surgery when resuming chemotherapy. At 3 weeks postoperatively, the pt was seen for f/u and was asymptomatic at that time.

Manufacturer narrative:
(B)(4).